Event description:
It was reported that a pump was alarming for no disposable, pump will not run. The settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed and the tubing was massaged, bubbles are present in the cassette tubing. The cassette was tapped on a hard surface and reattached after which the pump alarm returned upon start up. The troubleshooting steps were repeated and the alarm persists. The patient will go to their appointment in 1 hour as scheduled. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.